Event description:
Retested for sleep apnea w/diagnosis of increased breathing difficulties. Shortly after philips had a recall of the bipap machine that was prescribed. Advised not to use the equipment under the concern of cancer development with continued use. Original diagnosis of obstructive sleep apnea, worsening to obstructive plus general sleep apnea, requiring o2 assistance.